Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital for an atrial lead revision procedure. It was noted that the atrial lead exhibited failure to sense and was capped and replaced on (B)(6) 2020. The patient was in stable condition throughout the event and following the procedure.